Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp3a.251005.004.b3, hardware: pixel 9 pro, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed in pod state 15 with 55 pulses delivered, completing first and second prime. After removal of the top housing, spiraling damages were observed on the unexposed portion of the soft cannula, indicating scrunching of the soft cannula. Inspection of the environmental seal and the cannula opening in the bottom housing presented damages in both areas, indicating that the needle deployed into both the e-seal and bottom housing, causing damages to the soft cannula as well. No further investigation is required due to identifying this as the root cause of the needle mechanism failure event. The incorrectly installed chassis sub assembly can be confirmed as the cause of the damages to the environmental seal, cannula opening in the bottom housing, and internal soft cannula, resulting in the needle deploying late event. No hazard alarms were observed in the pod data to contribute to the reported hazard alarm event. The exposed portion of the soft cannula was observed to be torn and short. The length was 0.96 inches. Despite soft cannula damage being present and a tear at the distal tip, fluid was still able to flow through the entire fluid path. The cause of the external cannula damage could not be confirmed to be from the incorrectly installed chassis since the pod arrived fully deployed. The cause of the external cannula damage could not be determined.